Event description:
It was reported that a cot dropped down 1-2 levels after hitting a bump, and then tipped. Allegedly, the pt sustained a small laceration on the left shoulder, and one of the operators felt pain in their forearm.

Manufacturer narrative:
Na